Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a depuy pfc sigma rotating bearing knee replacement. For 5 years the patient kept going back to the surgeon with complaints of pain and swelling. The surgeon said the x-rays looked fine. The patient had scar tissue removed at two years. Pain continued. At 5 years the patient went for a second opinion. That surgeon said the patient needed a revision due to loosening.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.